Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has been returned to caire's ball ground facility for an investigation. Based on the investigation and location of the damage, the unit's circuit board failed. The root cause of the failure could not be determined based on observations and circuit board findings. The event was contained inside the unit as the plastics are fire rated during a high heat event. The end user did not report an incident with the unit or an injury as the circuit board was discovered in caire inc.'s facility as an RMA unit.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit has been returned to caire's ball ground facility for an investigation. A final report will be submitted with the results of the investigation.

Event description:
The unit was returned to caire langenfeld RMA for repairs. During repairs, it was identified that the unit has burned cords and circuit board.